Manufacturer narrative:
Log file analysis revealed 29 high watt alarms have been logged since (B)(6) 2016. There have been multiple rises in power consumption to parameters outside of normal operating range over the last 30 days. Waveforms of this nature may be indicative of thrombus or a change in patient state. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed via log file analysis which revealed 29 high watt alarms since (B)(6) 2016 and multiple rises in power consumption to parameters outside of normal operating range over the last 30 days. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device was explanted.

Event description:
It was reported from the site by the vad coordinator that the patient is in the intensive care unit (ICU) with severe course and long-term ventilation and recurrent gastrointestinal (gi) bleeding since implantation of the lvad. It was stated that the patient has been anticoagulated throughout. On 08/20/2016 log files indicated fluctuating flow rates and possible thrombus detected. Due to the heavy bleeding, anticoagulation was omitted and lysis (argatroban) was used. It was stated that there were increasing flow rates. It was also stated that the log files were indicative of suspecting thrombus which could be verified by an echo. Due to the bad condition of patient and the heavy bleeding, there is consideration between a pump replacement and a lysis. It was further reported that the patient had a pump exchange on (B)(6) 2016. No additional information received.